Event description:
A malfunction alarm, specifically malfunction 0, was reported by the customer. There was no reported adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer to begin using multiple daily injections (mdi) as a backup therapy. The customer was guided to put the pump into storage mode before returning it to the company with a pre-paid label.